Manufacturer narrative:
Continuation of medical devices: product ID 8780, lot# n824316003, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (20 mg/ml at 3 mg/day) via an implantable pump for malignant pain. It was reported that, during a catheter revision, the surgeon discovered the catheter was twisted and folded. The event date was reported to be (B)(6) 2018. There were no reported symptoms. During the revision, the surgeon was not planning on removing the anchor, but accidentally did. The surgeon did not think they had the correct supplies, so patient services was contacted to investigate whether a bi-wing anchor tool could be used to anchor the ascenda catheter during the revision. Later, the surgeon found the correct anchor tool, and used that to anchor the catheter. It was reported the hcp used a collet to repair the catheter. No further complications were reported or anticipated. Additional information was received from a manufacturer's representative. The representative reported that they handed the surgeon the wrong anchor kit during the case, and the surgeon then closed the patient up. The representative then realized they handed the surgeon kit model 97792, which was implanted into the patient. The representative informed the hcp at the end of the case that day.